Event description:
It was reported that a user of the ilet experienced hyperglycemia reported at 400 mg/dl when the sensor connected and displayed a ¿high¿ reading, with no reported infusion set leaks, no alarms indicating interrupted insulin delivery, and the user not confirming with a fingerstick at that time; the user delayed their meal to address the elevated glucose, and glucose later returned to 171 mg/dl. Investigation included user troubleshooting and education by customer support. Further investigation of this case revealed no device alarms and no confirmed interruption of insulin delivery, with glucose returning to target range after user actions; the cause of the hyperglycemia remained unclear. No user reported clinical symptoms associated with elevated blood glucose. Outcomes included self-management of high glucose without medical intervention or hospitalization. It was concluded that the event was user-reported hyperglycemia with unclear cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.